Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was performed and revealed that no issues were found with the clinician programming or use-related event that could have caused or contributed to the reported issue, and there was no indication of an iipv event associated with the reported complaint. Sample analysis was performed, and the device was found to meet specifications for the reported problem. The reported condition was not verified. There was no device malfunction found that could have caused or contributed to the reported problem. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced abdominal fullness, "breathing issues" and feeling uncomfortable. It was unknown if the patient was connected during the time of the events. The patient received two albuterol treatments which resolved the issues and the patient completed therapy. Renal therapy services (rts) reviewed the therapy log on therapy complete. The caregiver kept the pro cards and did not have manual supplies. The caregiver would follow up with the pd nurse. Rts initiated a swap of the device and continuous ambulatory pd was discussed. No additional information is available.